Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the emergency room with an implantable cardiac defibrillator in backup vvi. The implantable cardiac defibrillator was successfully restored and the patient didn't experience any adverse consequences. The patient will continue to be monitored.